Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. No findings regarding reported issue. No repairs were made regarding the reported issue. General maintenance was performed. Unit drained and refilled with cleaning solution. Filters on device cleaned. Hoses, fittings, power cord, seals checked. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Bmd investigation indicates that the reported issue was unconfirmed. Therefore, the DHR review and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had very low inlet pressure and had almost no flow, but it was still heating and cooling. Per follow information received via ibc on 5jul2021. Stated that the issue was found during the safety check, so there was no patient involvement. The device will be sent to crs (central referral service) for evaluation, and they will fix the issue. After evaluation, they will upload to service max.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had very low inlet pressure and had almost no flow, but it was still heating and cooling. Per follow information received via ibc on (B)(6) 2021. Stated that the issue was found during the safety check so there was no patient involvement. The device will be sent to crs (central referral service) for evaluation, and they will fix the issue. After evaluation they will upload to service max.